Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer stated that the cannula was not bent when the infusion set was removed. Customer's blood glucose level was 503 mg/dl. Customer was hospitalized on (B)(6) 2014. Customer had high blood glucose levels. Customer is still hospitalized due to a heart attack caused by diabetic ketoacidosis. Customer was wearing the pump at the time of hospitalization. Customer ran a manual prime and the insulin did not exit the tubing. Pump setting were reviewed and the time and date were not correct. Customer had a low battery and no delivery alarms prior to the event. No boluses were recorded on the 11th, but the customer's mother stated that she saw her daughter set a bolus on that morning. Bolus was found in the history. It was advised that the low battery would have caused the bolus not to run. Also, the time being off in the pump could have caused the high blood glucose level. No further assistance required.